Event description:
A customer in (B)(6) reported a (B)(6) result for a staphylococcus aureus strain from a patient vaginal sample in association with the vitek®2 ast-p631 test kit (lot. #7310807403). The cefoxitin screen was negative and was modified by aes to positive, because the (B)(6)was (B)(6) indicating (B)(6). The strain was pbp2a negative ((B)(6)). The vitek test was not repeated. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted in response to a customer report regarding false resistant oxacillin (ox) results for staphylococcus aureus in association with the vitek® 2 ast-p631 test kit and version 8.01 software. Biomérieux investigation was conducted. The organism ID was confirmed to staphylococcus aureus via the vitek 2 gp ID card. Ast testing consisted of the following (reference and development methods): · pcr meca/mecc obtained a result of "(B)(6)". (B)(6) strain confirmed. · kirby-bauer cefoxitin (fox kb), reference method used for cefoxitin screen test development provided a susceptible result (d = 25.5mm). · agar dilution (ad), method used for oxacillin development (formulation ox101n) on ast-p631 card obtained ox mic = 0.25 mg/l (susceptible). Product & system incriminated vitek 2 v8.01 ast-p631 card: · aes parameters: casfm / eucast 2018_v1 · test of the customer lot (7310807403 called cl) · test of a random lot (7310759103 called rl) · these 2 lots were tested from cba subculture (cos bmx). Ox mic = 0.5 mg/l (susceptible) on both lots tested. These ox values are within essential agreement compared to the reference ad mic (0.5 s) without any category error. Negative oxsf tests and "acquired penicillinase" phenotypes given by aes for both lots tested. The negative oxsf tests are correlated with the disc diffusion result (fox kb s). The investigation concluded that the customer's oxacillin resistant results on ast-p631 card are not reproduced internally.